Event description:
It was reported that balloon rupture occurred. The 98% stenosed target lesion was located in the non-calcified left common iliac vein. An 18-6/5.8/75 xxl esophageal balloon catheter was advanced over a 0.035 guidewire for dilatation. However, after initial inflation at 2 atmospheres (atm) for 3 minutes, the balloon ruptured. Subsequently, another 18-6/5.8/75 xxl esophageal balloon catheter was advanced but, after first inflation at 2 atm for 2 minutes, the balloon ruptured as well. The physician completely removed the device. The procedure was completed with another of same device. No patient complications were reported and the patient was doing well.